Event description:
During baxter's evaluation, a device alarmed for upstream occlusion alarms. There was no patient involvement.

Manufacturer narrative:
Manufacturer reference number: (B)(4). Baxter received and evaluated the device. The engineering evaluation found the unit to operate correctly with a distilled water filled set. However, when a 20% mixture of glycerin was introduced into the IV set, the unit went into an upstream occlusion alarm. In addition, running a 45% glycerin mixture also caused the unit to go into an upstream occlusion alarm. The spacing between the upstream pusher and the upstream sensor crystals were found to be out of specification. In addition, the fluid numbers were found to be below specification due to a failed upstream sensor. The upstream sensor was replaced.